Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Laboratory analysis summary: the device related to the reported event of capsular contracture and deflation was received on jan 11,2024. With lot number 2323719. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ deflation : no observed. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported via op report, capsulotomy and a capsulectomy was performed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture, baker grade IV. Lab photo analysis: device photograph(s) for the device related to the reported event of capsular contracture/ deflation was requested on dec 11, 2023. Visual analysis of the photographs identified: deflation : not observed. Capsular contracture: unable to observe.

Event description:
Healthcare professional reported right side "baker grade IV capsular contracture, deflation, painful right breast, hardening¿. Later, healthcare professional reported "scar tissue contracture, capsulitis with deflated right breast prosthesis". Device has been explanted and replaced.